Event description:
Edwards received information that this mitral valve was explanted after an implant duration of approximately one (1) year. As reported, the reason for explant was due to stenosis. The surgeon reported large blood clots on the valve, causing the valve to not open. No additional details provided.

Event description:
Edwards received additional information indicating the implant duration of the device was one (1) year, seven (7) months and was explanted due to severe stenosis and mild regurgitation. This was replaced with a mechanical valve and the patient was noted as having recovered well and was later discharged.

Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards duraflex low pressure mitral bioprosthesis, model# 6625-lp, PMA# p870077.